Event description:
It was reported that the pump display experienced a contrast issue. There was no reported impact to the customer¿s blood glucose level. The customer declined to provide further information.